Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number/lot number was not provided, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the detached balloon issue could not be determined, as the device was not returned to olympus for evaluation. The event may be detected/prevented by following the instructions for use which state: - never tie both ends of the balloon with sterile cotton thread. This may cause the balloon to rupture or come off the distal end of the endoscope when over-inflated. This can result in patient injury. - always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. - deflate the balloon before withdrawing the endoscope from the patient. Withdrawing the endoscope while the balloon is inflated could result in patient injury. - never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. - deflate the balloon and keep the endoscopic ultrasound center in the freeze mode, except during ultrasound observation. - if the balloon does not deflate even when the extension tube is removed from the endoscope, insert the channel cleaning brush (bw-7b) into the irrigation port to remove debris. The balloon will be automatically deflated. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information reported by the customer: - the procedure was delayed for 10 minutes while the balloon was reattached to the scope; - the patient was under general anesthesia at the time of the delay; - the procedure was completed using the same device; - there was no patient injury.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the device was discarded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when using the balloon with the bf-uc190f scope, it was reported that the balloon partially came off the ultrasound tip, even though the balloon was correctly applied. The issue was found during an endobronchial ultrasound procedure prior to inserting into the patient. It was unknown if the procedure was completed with no delays. There were no reported patient side effects.